Event description:
Bovie b3519 settings cut 20 cag 33 bipolar 26 program p bleed 2 standard 33. Bovie pad below dual pad intensity 7 green bars. Bipolar forcep cord plugged into monopolar plug of bovie. Top and bottom clamp (gyrus) was in abdomen. Handle may/may not have been closed (? Released but stuck closed) possibly activated at that time in the monopular setting at 33. Cords disconnected. Surgeon aware. No signs of inadvertent cautery noted upon inspection of pt.